Event description:
A patient contacted our firm and reported that a contact lens "cut my eye" which the patient states resulted in a corneal infection. The patient reported the eye swelled shut. The patient initially sought treatment with his/her usual eye care provider but was referred to another office. The patient was then referred to an ophthalmologist. The patient states he/she was told the cut created an opportunity for a "common skin bacteria" to infect the right eye. The patient reported a culture was taken from cornea and treatment started with tobramycin and vancomycin. The patient reports a corneal scar which affects visual acuity. Treating physician would not provide information citing (B)(6) issues. We requested treatment records from patient. Will send update if additional information received. Two sealed blisters and one lens case containing the lens last worn were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One edge tear was observed. Not enough solution was available for ph and conductivity testing. If additional information is received, will report within 30 days or receipt. (B)(4).

Manufacturer narrative:
Device labeling single use or reuse.